Event description:
It was reported that during insertion of the drill, the drill broke at the tip end. Surgeon removed the broken tip from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 5mm (B)(4) drill was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. One side of the drill head has broken off. The break is angular in nature. No material voids are present at the break area. The primary cutting edges are dull and show visible signs of wear. A drill in this condition would require the use of excessive force to drill.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.